Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: a1, d10, g4, g7, h2, h3, h4, h6 and h10. The legal manufacturer determined the reported issue was likely caused by an incidental failure of the printed circuit board.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be activated and had the black screen after turning on the subject device at the preparation for use. But the power indicator of the subject device was lit on at that time. The user tried to repeat starting the subject device, and then the subject device was worked. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and duplicated the reported phenomenon. The service department of oekg found the black image on the subject device but the green led of the power indicator was ignited. It was tried to power on many times, but was not solved. It was also found the printed circuit board failure of the subject device. There was no report of patient injury associated with this event.